Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b, 09/17. Checking your blood glucose: chapter 4/page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose exceeded 300 mg/dl while wearing the pod. Patient woke up vomiting, therefore, was taken to the emergency room (ER). A diagnosis of diabetic ketoacidosis was made and pod insulin delivery was suspended. Treatment included administration of insulin via insulin drip, intravenous delivery of fluids, potassium, sodium, and anti nausea medication. Thereafter, patient was admitted. Later, during hospital admittance, staff advised patient to eat, therefore, had mother resume pod insulin delivery, however, was not effective. The pod was removed and a new one applied, however, new pod was also ineffective. Insulin delivery was, again, suspended and 3 manual injections of insulin were delivered (lantus). Patient returned to the omnipod system on 6/18/2018.